Event description:
A consumer reported that pt experienced hyperglycemia while using a one touch meter. The ot meter has been displaying "low" blood glucose readings for three days before the event. Based on the ot meter, pt stopped taking their insulin. In 5/2001, pt had a blood glucose of 45mg/dl on ot meter in the morning. Pt was experiencing frequency of urination and light-headedness. Later during the day pt felt sick while their blood glucose was 50mg/dl on ot meter. Pt was taken to emergency room where their blood glucose was 347mg/dl on the hosp meter. Pt was released home after spending 45 minutes during which they did not receive any treatment. No further info has been provided.